Event description:
It was reported that the day following implant, it was noted that the right ventricular (rv) lead exhibited intermittent capture and high capture thresholds in both unipolar and bipolar configurations. Lead micro dislodgement was suspected though no gross movement in lead position was observed. The rv lead was repositioned (B)(6) 2023 successfully with good pacing and sensing values. The patient was stable before, during and after the procedure.